Event description:
Customer reported "patient on IV. Nurse was in the process of attaching a connector and a syringe line when the primary IV tubing was being disconnected from the child's IV, the tubing broke." From the reported information, no patient or staff harm occurred. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). The customer's experience of a broken/damaged luer was confirmed. The male luer nut was observed to be separated from the male luer. The supplier investigated the issue and determined the most probable root cause of the luer separation is due to the (B)(4) that is used to manufacture the luer. Changes were made to the tool and traction test evaluations showed that these changes resulted in an increase of the average traction force to disconnect the nut from the luer. The root cause of the customer's reported break was identified as a supplier issue. The tool used to create the step on the luer was found to yield product that were at the limits of the disconnection strength.